Event description:
It was reported by the rep the device was used in a low anterior resection. It was reported the surgeon noticed a leak in the anastomosis after using the ecs29 circular stapler. There was no consequence to the pt. 4/1/1998 the rep said the surgeon oversewed the anastomosis site.